Manufacturer narrative:
(B)(4). Batch # t5dc48. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. In addition, a reload (b) was received fully fired. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The event described could not be confirmed as the device performed without any difficulties noted. Reload (b): cr40g, t5d89u, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy, the doctor felt the staple line didn't form on one side of the cut line. The doctor has to repair with suture. The device was removed from the patient and the device was tested with a second reload on the back table. A second like stapler and an additional reload were used to complete the procedure. There were no patient consequences reported.